Manufacturer narrative:
Final analysis found an integrated circuit anomaly which likely contributed to the reported backup operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited backup vvi mode while still in its box. The device was not implanted.